Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right generalized illness. H6 health effect - clinical code e2402: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 48-year-old caucasian female patient underwent breast reconstruction procedure with 300cc mentor artoura plus, smooth, high profile on both sides and experienced generalized symptoms including food allergies, alpha-gal syndrome, hair loss, irritation, and necrosis/ postoperatively. The patient has consulted with the healthcare professional. As a result, the patient underwent explantation and replacement with catalog number smpb480; serial number (B)(6) on the right side on (B)(6) 2023. No implant was placed on the left side. It was reported that patient's symptoms did not improve after the surgery. This medwatch report is for the patient¿s right-sided device.